Event description:
Resident's pulse slowed to 37 and she was confused and had dificulty speaking. The pacemaker was checked and no pacemaker activity was dectected. The cardio-care contacted the manufacturer and the resident's dr. The resident was transferred to the hospital emergency room (e.r.) For further investigation/evaluation. Resident was kept for 24 hours while pacemaker was corrected and then returned to the facility once the pacemaker was properly functioning. For further information, please refer to the two hospital discharge summariesdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: independent factory trained/authorized service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, battery failure - accelerated depletion, connection or adapter failure loose, corroded, broken set. Conclusion: device failure related to patient condition, device failure directly caused event, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.